Event description:
The pt experienced leg length discrepancy which led to an osteotomy on april 9, 1998. An lc-dcp plate was implanted at that time. The plate fractured on june 5, 1998 and was removed and replaced.